Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (1142) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported in a post market surveillance report that after mechanical thrombectomy with the subject device for cardiogenic occlusion in the right middle cerebral artery m1 was performed, asymptomatic intracranial hemorrhage occurred. Protamin was administered and the patient recovered.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported in a post market surveillance report that after mechanical thrombectomy with the subject device for cardiogenic occlusion in the right middle cerebral artery m1 was performed, asymptomatic intracranial hemorrhage occurred. Protamin was administered and the patient recovered.